Event description:
The subject device was used for a total laparoscopic hysterectomy. The unknown error occurred when the user was cutting the vaginal vault. Then, the probe tip of the device was broken when the user activated the device. The fragment fell off inside the patient but the fragment was retrieved from the patient. There was no patient harm reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for evaluation. This will be supplemented if device evaluation becomes available.